Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was not holding a charge and had become inoperable due to this. Surgical intervention may take place at a later.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.